Event description:
It was reported that during a procedure there was bleeding in the caecum. The user stated that the site of bleeding did not pose a significant risk to the patient and that no intervention was required. The user also stated that the scope was not found to have any damage or defect upon inspection during cleaning after the procedure. There was no further patient injury or other adverse health consequence.